Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. Wife stated the meter is not accurate according to customer's recent doctor's visit; appointment was a scheduled routine visit. The customer's expected fasting blood glucose test result range is 87 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 06/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).